Event description:
It was reported the device was being tested and no audible alarm occurred. No patient involvement.

Manufacturer narrative:
Other, other text: additional information d4 is unknown. No product information has been provided to date.b5 d5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed. Device was received in with an open front cover with missing screws, missing drain cap, damaged printed circuit board (pcb) assembly, and worn line cord without the heat shrink. The technician removed the loose cover and performed a visual inspection. The reported issue was confirmed. The speaker was hanging off the pcb along with the light-emitting diode (led's) and display were smashed in. The root cause of the reported issue was found to be physical impact to the device by the customer. The technician replaced pcb.

Event description:
Additional information received via email 28-dec-2021. Event date updated. No patient involvement. Event occurred during preventive maintenance (pm).

Event description:
It was reported the device was being tested and no audible alarm occurred. No patient involvement.